Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant request form was received for the patient's right proximal tibia. Noted on the form: "aseptic loosening of proximal tibial replacement."